Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the iliac artery, there was resistance between the stent delivery system (sds) and the vessel. The sds was unable to cross the lesion and after withdrawal, the tip of stent marker appeared seen out of the deployment sheath. The vessel had severe calcification, moderate tortuosity and 99% stenosis present. There were no kinks observed in the sds. The sds was withdrawn without any adverse consequence to the patient. Another stent was used for the procedure. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.